Event description:
Initial results for a pt sodium/potassium/chloride were 110/303/85. When repeated, the results were 134/4.0/104. The incorrect result was not used to guide therapy. The field svc rep was unable to determine a cause for the discrepancy.